Manufacturer narrative:
Findings: pump received with blank display due to moisture damage on electronics assembly. Pump received with moisture damage on motor, battery tube, vibrator and keypad assembly. Unable to perform the full functional test due to blank display. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was unknown. The customer insulin pump was exposed to ocean water. Customer was snorkeling and got into the ocean with pump. The customer was advised to perform self-test and the test was successful. The customer was advised to monitor pump but customer does not feel safe with keeping her pump and the device was fully submerged in water. The customer was advised that the insulin pump will be replaced.